Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and would reach out to their hcp to obtain a backup method of insulin therapy, if necessary.